Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer evaluated batteries would not charge. Replaced pcba, cardiosave rohs power management board. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.¿¿the failure analysis and testing department received a power management board with a reported unit failure of unit not charging batteries.¿ the fat dept. Performed a visual inspection of the part received and the part is in a good condition.¿the fat department installed the power management board, and tested to factory specifications.¿¿¿the failure analysis and testing dept. Verified the failure reported by the costumer.¿ unit was alarming with constant sound at power up. The power management is defective.¿ retaining the board in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is not t charging batteries. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a